Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found no external damage. There was evidence of the error found in the event history log. The customer reported problem was not verified/duplicated. During the investigation, checking the event log history showed that the syringe was not loaded properly before starting the infusion. This was the cause of the reported problem, which was customer induced/related. Performing preventative maintenance on the pump corrected the issue. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the pump was not reading the syringe. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.